Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA, alleging that his one touch verio iq meter read inaccurately high in comparison to his feelings and/or normal readings and inaccurately high in comparison to another meter (true metrix). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the meter issue began on (B)(6) 2017. The patient alleged that he obtained an inaccurately high blood glucose reading of ¿180 mg/dl¿ on the subject meter, compared to ¿110 mg/dl¿ on the other meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs¿ criteria for accuracy. The patient also reported that he obtained alleged inaccurate high blood glucose results of ¿180 and 155 mg/dl¿ with the subject meter, compared to his feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that he manages his diabetes with oral medication, there is no evidence that he took any action in response to the alleged inaccuracies. The patient alleged that immediately after the meter issue began he developed symptom of ¿trembling¿, he self-treated the alleged symptom with 4 grams of fast acting glucose tablets. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. She described the correct testing steps and the sample was taken from an approved sample site. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event that may have started after the alleged product issue began.